Event description:
It was reported that during a laparoscopic appendectomy procedure, the clips are not loading in position before firing. Unknown how case was completed. Surgery was prolonged two minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Investigation complete. File reviewed and closed. The analysis results found that the el5ml device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and because the antibackup feature was non-functional, one unformed clip was fed. The remaining clip was conforming according to our manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out thus; leading the antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, during each firing sequence, the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. This finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9kc81; expiration date: 05/2015; manufacturing date: 06/2010. The analysis results found that the device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator indexed two times during the 14th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # g9k86t; expiration date: 05/2015; manufacturing date: 06/2010.